Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On january 9th, 2023, a clindex notification was received indicating that a severe complication occurred of a patient listed on the shoulder arthroplasty registry. Patient underwent total shoulder procedure on (B)(6) 2021, in which the arthrex univers apex implant set was used. A year later, patient complaint of pain and motion limitation. On (B)(6), 2022, a revision took place for arthroscopic debridement and nerve release of the suprascapular notch. No additional information has been reported as of now. Additional information received on 1/10/2023: the following arthrex products were implanted during the original procedure: arthrex univers ll humeral head, part number ar-9140-17p, lot170024021. Arthrex universe apex humeral stem, part number ar-9100-05s, lot 10193799. Univers vaultlock glenoid small part number ar-9106-01, lot1027262023. All remain implanted in the patient, as nothing was explanted during the revision surgery. Both surgeries were performed by the same surgeon at the same facility.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a patient-specific event. According to dfu-0131-eor3_fmt_en. D. Adverse effects. 2. Allergies and other reactions to device materials. 9. Tissue reactions caused by allergic reactions to the implanted material, particularly metal, or caused by accumulations of wear particles or cement particles.